Event description:
A healthcare provider reported that the patient had an implantable neurostimulator (ins) pocket revision on (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.